Manufacturer narrative:
This report is submitted on october 25, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced a breakdown of the skin at the processor magnet site, due to the magnet strength of the coil. Subsequently, the magnet strength was reduced and the patient received treatment of oral and topical antibiotics (date not reported). The patient continues to be clinically managed by their healthcare provider.